Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire assembly that was missing the cap, introducer needle, ars and 2-l catheter for evaluation. The guide wire was observed to have three distinct kinks throughout the guide wire body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. None of the other components looked used and showed no defects or anomalies. The kinks in the guide wire measured 14mm, 305mm and 340mm. The overall length of the guide wire measured 600mm which is within specifications. The od of the guide wire measured .805mm which is within specifications. The guide wire was advanced through the returned ars, needle and catheter to functionally check the guide wire. The guide wire passed through all components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked throughout the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide)was found unravealed during usage on patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide)was found unraveled during usage on patient.